Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to non-specified connection issues that led to leaking of the solution bags, but further clarification was not able to be obtained and thus the cause of the peritonitis is due to a connection issue with the cassette. On an unreported date, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. At the time of this report, the patient remained hospitalized. It was not reported if extraneal and physioneal therapies were ongoing. The patient was not recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.